Manufacturer narrative:
The user facility submitted a medwatch report for this event: 2400100000-2020-8060 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that end of the tubing of a baxter access set broke off and stayed stuck in the microclave when it was removed from the patients peripherally inserted central catheter (PICC) line. The set was used with a baxter pump in which there was a distal occlusion alarm. It was further stated that there was absence of flow. The this issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.